Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted a 'wrong cassette alarm message after cassette latched.' Functional tests included use testing. A cassette was attached to the pump and the pump was run. Testing was unable to repeat the field observation. It was noted that the pump had fluid ingression. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was likely due to fluid ingression.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a wrong cassette alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
The pump failed during preventative maintenance testing.